Event description:
It was reported that an ilet user experienced hyperglycemia with a highest glucose reading of 327 mg/dl after removing the cartridge and remaining disconnected during a supply change for approximately three hours, followed by successful guidance through reconnection and supply change with a teflon inset infusion set and libre 3+ continuous glucose monitor (cgm). No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and resolution after troubleshooting and education. Investigation included customer care troubleshooting, review of use steps, and confirmation of proper reconnection and supply change. Investigation of this case revealed user-related interruption of insulin delivery due to disconnection during the supply change, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device during a supply change.

Manufacturer narrative:
Initial.